Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible the cap was overtightened resulting in compromising the seal/o-ring; thus during use interaction with the probe resulted in the reported/noted seal/o-ring material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted material separation cannot be determined. As reported, the separated portion was removed with a guide. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B1 correction: adverse event removed b2 correction: required intervention removed d1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated h6: health effect - impact code 4641 was removed, 2199 was added.

Event description:
Subsequent to the previously filed report, additional information reported that the separated portion remained in the body of the rhv and did not travel into the patient. Therefore, no intervention was performed. No additional information was provided.

Event description:
It was reported that during the angioplasty procedure the rotating hemostatic valve blue seal separated and with the injections of the contrast the separated portion continued its way into the probe. The separated portion was removed with a guide. A new valve and probe were used to continue the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.